Event description:
It was reported that this electrode and associated subcutaneous implantable cardioverter defibrillator were explanted due to infection. It was determined that the patient was septic and they expired a few days later.